Event description:
It was reported that there was a critical alarm-unknown or other. Unknown battery depletion was reported and it was unknown what the issue was or if there was one. Reportedly the pump was removed post mortem but the catheters remain implanted. Diagnostic testing included checking the logs. Upon interrogation on (B)(6) 2015, the pump was in safe state and reset had occurred. Repeated accounts of reset occurred followed by reset-low battery occurred since (B)(6) 2015 13:14. It was initially believed that the date of the death was (B)(6) 2015, but later confirmed as (B)(6) 2015. The cause of death was still not confirmed. Reportedly, this was why the physician contacted the representative querying the device. The date of explant was noted as approximate. This device system delivered dilaudid. It was unknown if the patient experienced any symptoms associated with this event. Additional information was requested to verify the cause of death and relation to the implanted system and/or therapy. The outcome, cause of death and autopsy results, of the coroner¿s investigation was still pending. No further information was available at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 1997, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
The previously reported outcome of "death" no longer applies to this event. (B)(4).

Event description:
On (B)(6) 2016, additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep). Additional information received reported that the patient attended a pain management clinic on (B)(6) 2015 with their family. They returned home and fell asleep on the lounge. Some time later, the patient's husband tried to rouse the patient, but could not. Ambulance officers attended and the patient was transported to the hospital. The patient did not regain consciousness and was formally declared deceased on (B)(6) 2015. Autopsy findings found that the patient died of hypoxic brain damage. The patient used a pain management pump and oxygen. The autopsy findings were reviewed by an independent forensic pathologist to determine whether the operation of the pump contributed to the patient's death. There was no evidence to suggest the pump was inoperative or incorrectly regulating the patient's medication on the day of their death. The patient had not used oxygen that day and this could contribute to hypoxia. There were no suspicious circumstances and, in the context of a death by natural causes, the family did not seek an in quest.

Manufacturer narrative:
Analysis of the catheter (lot # l46532) found no significant anomaly. The catheter was returned incomplete/in segments, but had acceptable testing. Analysis of the pump (sn (B)(4)) found a motor feed-thru anomaly resulting from shorting across the insulator. (B)(4)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturing representative on (B)(6) 2016 indicating that the pump reservoir was not accessed at any point following the explant, to the reporter's knowledge. The reporter was never asked for any refill kits or advice on accessing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event.